Event description:
It was reported that during implant, the helix of the lead was unable to be extended. It was tried several times before placing the lead in the patient, but the helix did not move out. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).